Event description:
It was reported that the user dropped the ilet device, after which the screen stopped functioning, and a photo of the damage was provided. Symptoms included no reported adverse clinical effects. Outcomes included the user reverting to backup therapy without interruption of glycemic management or clinical sequelae. Investigation included intake review and product return logistics. Investigation of this device revealed a damaged display consistent with accidental drop and screen failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.